Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that subsequently two shocks were delivered to the patient. Complainant indicated that the clinicians administered CPR and oxygen to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's device history log was sent in for evaluation. Review of the device history log provided evidence of the customer's report. We are unable to determine the root cause without the suspect product for evaluation. The customer was contacted for the return of the suspect product but to date we have not received it. Analysis for reports of this type has not identified an increase in trend.